Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and performed the barcode scanner functional checks and did not find any issues with the instrument or barcodes. The instrument was tested without problem and was returned to expected operation. Barcode was inspected by customer and fe. No smudges or errors noted. Barcode meets specifications for barcode label.

Event description:
The barcode scanner on the ortho summit sample handling system instrument misread the sample barcode. A barcode misread could result in a sample from one patient being misinterpreted for another. No death or serious injury was associated with this incident. (B)(4).